Event description:
Patient reported experiencing low blood glucose while he was at the physician's office. Patient indicated that doctor contacted paramedics, who measured his blood glucose at 27mg/dl patient indicated that he was then admitted into the hospital and given a glucose IV drip. Patient indicated that he had a cardiac condition and suffered a stroke 4 weeks prior. Patient indicated that he contacted physician and asked if the medication he was on could cause the low blood glucose. Patient reported the doctor stated, "probably not, there must be something wrong with your pump". Patient indicated that he used his infusion set longer than recommended. Patient indicated that he had also experienced elevated blood glucose ranging from 293-438mg/dl.